Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information reported through the research article, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported serious injury was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "comparison of the hemostatic effect of starclose vascular closure and femoral artery compression hemostat on femoral artery puncture after cerebral angiography".

Event description:
This article aimed to evaluate the outcomes of patient when using a starclose device versus femoral angiogram compression. It was reported that between january 2020 and december 2020, 129 patients had a starclose device placed. Of the 129 patients, two experienced bleeding as hemostasis was not achieved and five developed puncture-site hematomas after surgery. Details are listed in the attached article, titled ¿comparison of the hemostatic effect of starclose vascular closure and femoral artery compression hemostat on femoral artery puncture after cerebral angiography¿.